Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# ybtgd, triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# a994la, triathlon asymmetric x3 patella; cat# 5551-g-299; lot# p8rr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Not performed as no the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review:there have been no other events for the lot or sterile lot referenced. The event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x rays, operative reports, pathology report including the strain of infection identified as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned / not received.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Rep reported reason for revision: "wound dehiscence, resulting in infection."